Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up will be sent upon completion of investigation.

Event description:
Event description: device was being used as intended. This is a long time voyant user (since gen 1). After pressing the activation button, the surgeon immediately released the button but still the entire sealing cycle went through. This happened multiple times, even so often he was able to make a video with several failures. The surgeon replaced the device. Type of intervention: the surgeon replaced the device. Patient status: no clinical impact to the patient indicated.

Event description:
Procedure performed: ni. Event description: device was being used as intended. This is a long time voyant user (since gen 1). After pressing the activation button, the surgeon immediately released the button but still the entire sealing cycle went through. This happened multiple times, even so often he was able to make a video with several failures. The surgeon replaced the device. Type of intervention: the surgeon replaced the device. Patient status: no clinical impact to the patient indicated.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of unintended rf energy output. Based on the condition of the returned unit, it is likely that the reported event was caused by a misaligned fuse switch and springs. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.